Event description:
It was reported that during device preparation and prior to use of the nc trek balloon dilatation catheter (bdc) excessive force was used to remove the protective sheath from the balloon. There was no reported damage to the bdc and it was reported to have been used in an unspecified vessel without incident in the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.